Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail, along the lead, and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced an infection, skin flap breakdown, and device exposure at the implant site. The recipient was hospitalized on (B)(6) 2017. The recipient underwent a muscle flap rotation surgery and the recipient's device was explanted. The recipient was discharged on (B)(6) 2017.

Manufacturer narrative:
(B)(4). On (B)(6) 2017, the recipient reportedly presented at the emergency room with redness, swelling and possible infection at the implant site. The recipient was examined by an ent and was discharged. Advanced bionics considers the investigation into this reportable event as closed. The recipient's incision site has healed. This is the final report.